Event description:
It was reported that the pt experienced a loss of therapeutic effect. X-rays were taken and confirmed lead migration. It was noted that the pt also had other health related issues. The stimulation was turned off. Further info was requested.

Manufacturer narrative:
(B) (4).